Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that propex pixi row gave incorrect measurements. Patient did suffer a puncture in the apex, and was treated by dentist. There was no serious injury.

Manufacturer narrative:
Received = 1x propex hook a039200000400. 1x propex pixi charger a103100000200. 1x propex pixi measuring wire long (eur) a103100000300. 1x propex pixi a103000000000 sn: (B)(6). Propex pixi unit. Sav no defect. No defect was found. Tested with alt-s11. Replaced 1x pp unit.